Event description:
Subsequent to the initially filed report, the following information was received: the handle of the self-expanding stent system (sess) was not actually cracked. The sess handle halves, where the handle is put together, had an open gap but was not completely separated into two halves. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue was not able to be confirmed due to the condition of the returned unit. The separation of the handle halves was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation was unable to determine a definitive cause for the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 1069 removed. Device code 1506 added.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the 80% stenosed superficial femoral artery. A 6x150mm absolute pro ll self-expanding stent system (sess) handle cracked, and the stent only partially deployed in the intended lesion. The sess was removed, and a new same size absolute pro stent was used to expand the previous stent. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.